Manufacturer narrative:
H3: product analysis part# 7078396, lot# h5634488- visual and optical examination revealed thread crest/flank damage; this damage appears to have initiated at or near the start of the thread and is evident around the damaged portion of the thread. One side of the threads have been damaged possibly from the removal process functional evaluation with sample bone screw revealed the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the bone screw and set screw threads during construct assembly. H6: updated patient code, eval. Code result post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was returned and analysis is yet to begin. A follow- up report will be sent once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with screws and a connector for an unknown spinal indication. It was reported that the lateral connector was placed on the right side of t12, and an attempt was made to perform the final tightening of the pedicle screw, but the screw idled. Since the second set screw also idled, the pedicle screw and lateral connector were replaced. The break-off of the set screw was performed without problems. After placing the set screw on the pedicle screw connected to the lateral connector, the final tightening could not be performed. It was said that the final tightening order was that the pedicle screw and the set screw of the lateral connector were temporarily tightened, and then the lateral connector was finally tightened first. After that, the set screw of the pedicle screw could not be finally tightened. Since the set screw was replaced again and the final tightening could not be performed, the lateral connector and pedicle screw were replaced for dealing with the problem. All 4 implants broke and there were no fragments of the implants remaining in the patient's body. The event was associated with the patient. The event was occurred within the patient body. The screw was inserted in the patient bone, so it was contacted with the patient for sure. About the alleged connector and 2 set screws, these implants were inserted in the patient body but we were not sure if the products physically touched the patient because they were supposed to be placed on other implants which had already placed in patient bone. There were no patient symptoms or complications as a result of the event. The levels implanted were t12-l3. All 4 implants were implanted and explanted on 2020-10-19. All 4 implants were explanted. All 4 products were replaced with medtronic products. No further complications were reported/ anticipated.